Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no anomaly during testing noted. Device passed the delivery accuracy test at 0.0877 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 279 mg/dl at the time of incident and the other blood glucose level was 465 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated that displacement test was passed. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.